Event description:
A patient reported concerns regarding their fit and tracking of their teeth and stated, "I've payed a lot of money for these and now my oral hygiene is worsening resulting in me getting cavities between my teeth that I have to get fixed." The customer support team advised mid-treatment dental work process.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.